Event description:
It was reported by the customer that while attempting to deliver a shock to a pt in the cath lab, the device alerted "abnormal discharge". A second shock was attempted and the device alerted "abnormal discharge" one more time. A third shock was then administered, which converted the pt. There were no adverse effects to the pt due to the reported failure.

Manufacturer narrative:
(B) (4): a physio-control field representative examined the device; however, the reported failure could not be duplicated. The device will be returned to the physio-control's (B) (4) facility for further evaluation. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.